Event description:
It was reported that this left ventricular (lv) lead became dislodged. This lead was explanted and replaced with a new lv lead. No additional adverse patient effects were reported. As of today, this product has not been received for evaluation.